Event description:
Info received indicates the head of bed goes to the up position when power is applied without being commanded by the facility's staff.

Manufacturer narrative:
The technician found that the right caregiver assembly caused the unintentional movement. The tech replaced the right caregiver board assembly this repair the bed.